Manufacturer narrative:
Programmer model 37743 serial# (B)(4) accessory model 37752 serial# (B)(4) lead model 39286-65 serial# (B)(4) implanted: (B)(6) 2010 explanted: unknown extension model 3708140 serial# (B)(4) implanted: (B)(4) 2010 explanted: unknown extension model 3708140 serial# (B)(4) implanted: (B)(6) 2010 explanted: unknown.

Event description:
It was reported that the patient had an infection in (B)(6) 2011. The infection was cleared. The patient later thought the infection was back, but was tested and cleared for further infection.